Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2008, with no reported revision. No other patient information / medical history reported. The device will not be returned. There is no other information available.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear over the course of 15 years of implantation and/or inclusion of the polyethylene in the packaging recall. Additionally, the devices are implanted for over ten years prior to the reported failure. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.